Event description:
It was reported that the patient has expired after an implant duration of approximately 1.7 months, due to unknown reasons. Unfortunately, no further details regarding this event were provided. Through follow-up with the health-care provider, a copy of the operative report for 2009 was received. Through the operative report, it was learned that the patient went back to the intensive care unit intubated in guarded but stable condition.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.